Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
The patient developed an infection and subsequently was treated with oral antibiotics (date and duration not reported) however the issue did not resolve, the device was explanted (B)(6) 2020. Reimplantation is planned but had not taken place at the time of this report, (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 11, 2020.